Event description:
It was reported that the device experienced a power on reset (por). No clinical intervention was needed. The device remains in use. The patient is a participant in the attain performa study. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated a power on reset occurred. Illegal address power on reset (por) on 2014 (B)(6). Invalid battery voltage measurement after illegal address por. Products: 407652 lead implanted: 2013 (B)(6); 429888 lead implanted: 2013 (B)(6). (B)(4).